Event description:
Attorney reported: in 2003 - the pt underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2006 - the pt was admitted to the hospital due to severe pain and inflammation, with the possibility of appendicitis. During surgical exploration of the lower abdomen, doctors noticed the mesh patch adherent to the small bowels and were then able to remove the mesh patch away from the bowel. Doctors then took down all the adhesions, irrigated the wounds and aspirated all excess fluids. The mesh patch was found to be infected, likely causing or contributing to the pain and inflammation. The pt spend 11 days in the hospital following the surgery and another 6 weeks recuperating from home.

Manufacturer narrative:
Report indicates that the pt had and was treated for an adhesions & infection, which are a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. We will submit a follow up report when/if product is returned for eval or additional info becomes available.